Event description:
Philips received information that the customer reported that the "home" button of the gantry control panel was stuck. When the operator pressed another button, the couch would move to the home position. There was no operator or patient injury or harm reported with this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).